Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness and hypoglycemia. Customer was able to self-treat and was also by a healthcare professional at the hospital where they received medications unrelated to hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture. Therefore, issue is not confirmed to use. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness and hypoglycemia. Customer was able to self-treat and was also by a healthcare professional at the hospital where they received medications unrelated to hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness and hypoglycemia. Customer was able to self-treat and was also by a healthcare professional at the hospital where they received medications unrelated to hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader(B)(6) was returned and investigated. A visual inspection was performed on the returned reader and damaged universal buss (usb) port was observed. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The returned reader was de-cased and placed into the reader test fixture to attempt to download log. Power surge message was observed on pc. The power surge message was observed when attempting to plug in a device which was requesting more power than the usb port could provide. In this case it was caused by a short in the ground pin inside of the usb port making contact with the grounding shield. This created a short in the usb port that prevented the reader from properly communicating with the pc and therefore this issue will be closed to not confirmed to use due to damage to the usb port. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. A visual inspection on the returned reader and damaged was observed on universal buss (usb) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased and placed into the reader test fixture to attempt the download log. Power surge message was observed on pc due to reader event log could not be extracted. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness and hypoglycemia. Customer was able to self-treat and was also by a healthcare professional at the hospital where they received medications unrelated to hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.